Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results. This event occurred 2700 times. The following information was provided by the initial reporter. The customer stated: false positive result on rpr test. They are testing rpr test with seikisui rpr reagent in au5800 of beckman coulter. And there were 100% false positive result when rpr were tested with plasma (serum tested resultes were negative).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-22. Investigation summary: retention samples were visually inspected with no issues being identified. Bd received 100 samples for investigation., however, certain assays are excluded from our protocols, including both infectious and sexually transmitted diseases therefore, we are unable to perform internal clinical testing at this time. Infectious disease assays are subject to specific signal to cutoff ratios depending on specimen quality, clinical condition of the patient and preanalytical conditions. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using thebd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced erroneous results. This event occurred 2700 times. The following information was provided by the initial reporter. The customer stated: false positive result on rpr test.